Event description:
This male patient with a history of obesity, hypertension, hyperlipidemia, and smoking was admitted for anterior wall myocardial infarction within 1 hour of onset of symptoms. The patient received aspirin, plavix, statins, beta-blockers, ace inhibitors calcium channel blockers, heparin, and tirofiban. Angiography revealed a 20mm, irregular, eccentric, b2 type lesion in the mid left anterior descending artery (lad). The vessel was 2.5mm in diameter. The lesion was predilated with a 2.0 x 30mm balloon inflated to 8 atms. A 2.75 x 28mm cypher stent was deployed to 12 atms with satisfactory results. Then a 2.5 x 08mm cypher stent was placed in overlapping fashion with the first and was deployed to 12 atms with satisfactory results. The stents were post dilated with a 3.0 x 20mm balloon inflated to 14 atms. Cardiac enzymes were elevated post procedure (troponin 10.35 times uln), which is consistent with his acute presentation. The patient was discharged after 5 days with no angina. At one-month and six-month follow-up, the patient denied cardiac symptoms and was compliant with medications. During a 3-year follow up, the patient reported that he had been hospitalized for a pci in 2006. No additional info is available.

Manufacturer narrative:
Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product. This is one of two reports submitted for the same event. Please reference MFR report #s: 9616099-2008-00560 and 9616099-2008-00561. Additional information will be submitted within 30 days.